Event description:
The customer initially noticed reagent probe alarms the evening of (B)(6) 2018 on the cobas 6000 c (501) module. A reset was performed and instrument operation proceeded. The morning of the event the laboratory received complaints from ER staff about high mg2 magnesium gen.2 (mg2) results. The customer repeated 3 samples for 2 patients on a different analyzer. The results for all 3 samples were discrepant. The initial results had been reported outside of the laboratory. Patient 1 initial mg2 result was 4.4 mg/dl on the c501 module. The repeat result from a different analyzer was 2.3 mg/dl. A new sample was obtained 2 hours later for patient 1 and the initial result was 8.6 mg/dl on the c 501 module. The repeat result from a different analyzer was 2.4 mg/dl. Patient 2 initial mg2 result was 4.4 mg/dl on the c501 module. The repeat result from a different analyzer was 1.7 mg/dl. The repeat results from the other analyzer were believed to be correct. The patients were not treated based on the high mg2 results. The patients were in the emergency room for other, unspecified reasons. No adverse event occurred. The customer removed the reagent cassette for mg2 and loaded a new one onto the instrument. The customer was able to successfully calibrate and qc the new reagent cassette. The customer noticed a reddish fluid on top of the reagent cassette that had been removed. The customer didn't notice any of the fluid anywhere inside the instrument or underneath it. The field service engineer (fse) visited the customer site and found the mg2 reagent head assembly was misadjusted. The fse adjusted and realigned this and performed a mechanical check. Afterwards, the customer ran the instrument with no problems. Calibration signals were ok. Qc results were out of specification prior to the customer re-calibrating and running qc on the new reagent cassette on the date of the event. No issues were identified during a review of the alarm trace data. The investigation determined that the issue found by the fse was the root cause of the event. The customer has not had any further issues since the service visit.